Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was increased threshold capture noted on the right ventricular (rv) lead. No intervention was performed to resolve the event. The patient was in stable condition was will continue to be monitored.